Event description:
The event is reported as: complaint alleges: the trigger got stuck and could not be depressed. The event occurred during use in the procedure. Pt current info is unk.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report.